Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician prescribed the patient medication to treat the pain. The type of medication is unknown. The physician did not believe that the pain was device related and the patient was reportedly doing fine.